Event description:
Initial result for a pt calcium was 11.9 mg/dl. When repeated the results were 10.0 and 10.3 mg/dl. The incorrect results were not used to guide therapy. The field service representative was unable to determine a cause for the discrepancy.